Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hose and 1 leg strap were missing. It was noted that the patient had been using products more than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. Based on patient code the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect assembly operation / components / accessories placement. (Incorrect assembly)." The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hose and 1 leg strap were missing. It was noted that the patient had been using products more than 90 days.